Manufacturer narrative:
(B)(4). P-cap, reservoir locks properly into place. Unit passed displacement test, rewind test, prime, seating test, force sensor test, basic occlusion test, occlusion test, active current measurement and self-test. However, unit received with unexpected battery power loss and had high sleep current due to moisture damage at pcb 1. The following were noted during visual inspection, minor scratched case, cracked case near the corner of belt clip rails, missing display window cover, and cracked case on the battery tube side.

Event description:
Information received by medtronic indicated that the reservoir compartment and battery compartment of insulin pump was cracked. The customer stated that they need to replace battery very often. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.